Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose reading of 47 mg/dl. After changing the battery on his insulin pump, the customer received a battery out of limit alarm and his settings were erased. Standard troubleshooting was performed. It was discovered that the batteries were out of the insulin pump for an extended duration. The customer treated his low blood glucose level with carbs. The customer also had a history of no delivery alarms on his insulin pump. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.